Event description:
It was reported that there was noise on the atrial lead, which could not be reproduced with isometrics or manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58 implantable pacing lead, (B)(6) 1994. (B)(4).